Event description:
Consumer reported receiving a 2nd degree burn from the heating pad on her leg above her ankle. Burn was not treated immediately and resulted in a large ulcer and infection. Burns of this nature are often the result of laying against the heating pad which is contrary to proper use instruction.